Manufacturer narrative:
The technician found the CPR cable assembly was disconnected. The technician reconnected the cable and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head section would not lower when CPR lever was used. The bed was located at the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).